Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While receiving assistance with a bayer product issue, the customer reported being hospitalized for open heart surgery. Blood glucose level at the time of the call was not provided. No further information was provided.